Manufacturer narrative:
The complaint investigation included review of data and information provided by the customer, search for similar complaints, ticket and trending review, labeling review, and device history review. Return testing was not completed as returns were not available. Data and information provided by the customer was reviewed and support the complaint issue without indication for any additional issue. The lot search review did not identify an increase in complaint activity for the issue of false positive results. The ticket and trending review for the complaint list number did not identify any trends. Device history review in did not identify any nonconformances or deviations associated with the complaint lot and the customer¿s issue. A review of the labeling adequately addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency with the alinity I hbsag qualitative ii confirmatory reagent, lot 32390fn00, was identified.

Manufacturer narrative:
Patient identifier: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed false reactive alinity I hbsag confirmatory results generated on an alinity I processing module for two patients that confirmed positive and were negative on an other method. The following information was provided: sid (B)(6) initial result = 1.35 s/co, repeat results = 1.25 s/co and 1.33 s/co; hbsag confirmatory results: c1 = 0.35 s/co, c2=1.86 s/co, neut% = 94%. Sample was sent to reference lab and came back negative on unknown methodology. Sid (B)(6) initial result = 2.63 s/co, repeat results = 2.74 s/co and 2.72 s/co; hbsag confirmatory results: c2 = 2.31 s/co, neut% = 97%. No impact to patient management was reported.